Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found its pouch torn at the opening end. The device was inspected and no anomalies were noted. Manufacturing investigation result for microfix qa+#3/0 oc v-4: according to the information and image provided with the complaint, the pouch was visibly trying to open laterally, which could have caused tension in the bag and caused it to break. Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to defect. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. Conclusion: based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect this defect. There is not enough evidence to link this defect to manufacturing. Although the pouch had the defect, the product was in optimal condition and met the requirements for proper sterilization. Based on the data reviewed, no CAPA is deemed necessary, continue to monitor. The overall complaint was confirmed as the observed condition of the microfix qa+#3/0 oc v-4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the user. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a surgical procedure, the microfix qa+#3/0 oc v-4 device was very resistant and eventually tore de sterilizing the implant. This event did not occur during surgery. Another implant was used. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the pouch is torn at the opening end. No other anomalies were noted. Manufacturing investigation result for microfix qa+#3/0 oc v-4: according to the information and image provided with the complaint, the pouch was visibly trying to open laterally, which could have caused tension in the bag and caused it to break. The pouch had to be opened by peel the top of the pouch the photograph doesn¿t show any evidence that could possibly help identify the root cause of the issue. No capas have been open related to the defect reported in this complaint. No nrs have been found related to the defect reported in this complaint. The overall complaint was confirmed as the observed condition of the device would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the user. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non-conformance regarding this lot.